Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test due to moisture damage on the force sensor resistor. The device was unable to prime during prime test due to moisture damage on the force sensor resistor. Unable to verify no delivery alarms due to prime anomaly. The device had a minor scratched display window, cracked display window corners, and a cracked reservoir tube lip. The motor passed the motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 127 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.